Manufacturer narrative:
The service rep checked and assured that the unit was operating according to manufactures specs. Unit working as intended.

Event description:
The customer reported the 9800 system column lift intermittently will not go up or down. No pt injury.